Event description:
It was reported that the application instrument for sternal zipfix isn't tightening properly. There is no additional information available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number, 03.501.080, application instrument for sternal zipfix, lot number 8572081). The subject device was returned with the complaint ¿will not tension/tighten.¿ the subject device is a second generation instrument. No components, screws or nuts are loose or missing on the returned device. Functional testing performed by product development with the instrument (subject device) using three implants on a sternum bone model showed no functional deficiencies in tensioning and/or cutting the implants with the instrument. The tension applied is as per the design intent. The reduced tensioning force as per the compliant description could not be replicated / confirmed. The nut component which held the tension limiting spring on the slider assembly rod is secured and fix in place. No damages or functional issues were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.